Event description:
Product problem: 3m attest steam chemical integrator ref 1243a, lot# jg012023 causing red staining when used. Notification previously received stated affected products are 1243a, 1243b, 1243re, lot# cw052023, lc062023. This is to notify that another lot# (jg012023) is also causing the problem. FDA safety report ID# (B)(4).